Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion. The device was received more than one year post explant and the leads were attached at the time of receipt.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a crematory with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately two months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: biotronik, lead, implanted: (B)(6) 2006. (B)(4).